Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh. Later the patient experienced intermittent abdominal pain. Abdominal surgery for incarcerated small bowel and repair of right inguinal hernia with mesh was performed. Reports intermittent abdominal pain since the second of prolapse surgery. Abdominal and burning retrosternal pain.